Event description:
It has been reported that the wireless foot switch looses contact often. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch was not working during a diagnostic coronary procedure. The procedure was completed as planned using a wired footswitch. A philips field service engineer (fse) inspected the system onsite but could not confirm the reported issue. Investigation showed that the wireless connection between the base station and wireless footswitch was intermittently lost and the base station or footswitch would remain in error mode. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0648-2022). The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.